Manufacturer narrative:
Follow-up report submitted to document the device was not available for evaluation. Device not returned.

Event description:
Per the customer the tip was bent during a surgery which could lead to inaccuracies. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
Per the customer the tip was bent during a surgery which could lead to inaccuracies. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.